Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 15cm galaxy g3 coil was received contained in the decontamination pouch. Visual inspection was performed. The proximal end of the embolic coil was severely stretched and had prematurely detached from the delivery system. Microscopic inspection was performed on the delivery system. The device positioning unit (dpu) was severely unraveled and damaged. The distal outer sheath had not been softened, an indication that the detachment process had not been initiated. The reported issue regarding the failure to detach of the embolic coil could not be evaluated. It should be noted that the event stated that the embolic coil was still attached to the delivery system; therefore, the exact time of occurrence of the premature detachment cannot be determined. With the limited information, a conclusive cause of the failure cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (2512562s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) contains the following precautions: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 23-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (2512562s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the microcatheter (unspecified brand) was in place and the 5mm x 15cm galaxy g3 (gly120515 / 2512562s) was delivered to the target site. The coil filled in the aneurysm and the physician attempted to detach the coil, but the coil was unable to be detached. The physician retracted only the coil and replaced it with a coil from another manufacturer to complete the procedure using the same microcatheter. The procedure was reportedly prolonged by about 10 minutes. There was no report of any negative impact on the patient. On 09-feb-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the c6 segment of the of the internal carotid artery (ica). The coil was successfully removed from the patient; it was not known if the coil was stretched when it was removed. It was still attached to the delivery system. A pre-deployment electrical check was performed. The fault light was not seen. All lights illuminated. The green system ready light illuminated. The detachment light did not illuminate, and the audible signal beep was not heard during the detachment cycle. All connections fit properly without application of excessive force. The information confirmed there was no negative impact to the patient and the physician did not consider the 10-minute procedure extension to be clinically significant.